Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Company representative called in to report that the customer's insulin pump was alarming button error and the customer was not able to clear the alarm. Caller stated that she changed the battery, but the alarm was showing over again. No troubleshooting was performed or blood glucose value reported at the time of the call. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No unexpected error alarms noted. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.